Manufacturer narrative:
(B)(4) spoke to patient type 2 dm, v-go 20, humalog insulin, user for about 1 year. Patient reporting she has been discharged from the hospital and is at a skilled nursing facility for about 2 weeks for rehabilitation. Patient reporting she has been using the v-go for about 1 year. On 4/8 patient placed the v-go on her abdomen around 10:30 pm, patient blood glucose reading was high according to her cgm (free style libra). Patient woke up in the morning, felt strange, cgm read 74. Patient went to the kitchen, to get a snack. Patient blacked out and woke up 6 hours later on the floor, in the kitchen, head bleeding. Patient phone and cane were next to patient. Cgm reading was 53. Patient called 911 and was transported to the hospital. Patient recalls hearing in the ambulance, bg 43, dropping to 39 and they were having a hard time getting the blood glucose up. In the hospital the v-go was removed and thrown away. Patient does not know if the device was empty or filled. Patient does not recall her clothing being wet. Patient does not recall waking up throughout the night. Patient did not give herself any bolus clicks with that device put on prior to bed. Patient t is reporting on 4/8 bg was 53 at lunch time. Patient blood sugar readings have been running high at night. The blood sugars will rise until midnight and then slowly drop. This is not the first time she has had a low blood sugar reading. This is the first time patient has blacked out. Patient has her cgm set to alarm at 75. Patient has tried not wearing the v-go at night to prevent low blood sugar readings. They would be low but not as low as when wearing the device. Patient was not able to give specific numbers. During the day patient gives 1 bolus click for small snack, 3 clicks at dinner. Patient ha1c is 8.0. In the hospital the cardiologist did not find anything wrong with her heart. No stitches or treatment was needed from hitting her head. No infections noted. Patient has history of arthritis and has a rheumatologist and is treated with ibuprofen. Patient did not mention oncologist or orthopedic treatment. The patient does not have the v-go in question and did not evaluate if the device was empty or the grey indicator had moved. It is undetermined if the patient was overall receiving too much insulin or if device contributed to this event. A blood sugar reading of less the 50, with the lowest reading of 39 reported, is considered a serious event with possibility of reoccurrence. Client was hospitalized.

Event description:
The patient reported had an overdose or extreme hypoglycemia on (B)(6) 2022 during the morning. Patient stated that she woke up and felt weird, and walked to the kitchen and passed out. Patient reported the following values: 74 in the morning on (B)(6) 2021 and later patient thinks she heard at the hospital that her sugar reading was of 53. Patient mentioned that she was out for approximately 6 hours at home then at approximately 12:45 paramedics took patient to the hospital. Patient was bleeding since patient hit her head when patient fell. Patient mentioned that her normal reading is around 150. Patient was wearing v-go and the hospital personnel removed it from patient after being admitted. The name of the hospital is (B)(6).